Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction and the md inserted the super arrow-flex (saf) sheath into the pt. As the md was inserting the iab into the saf sheath, it became stuck and began to unravel. The md could not advance or retract the iab from the saf sheath. The md removed the iab and the saf sheath. At this time, the md inserted the teflon sheath over the existing spring wire guide (swg) and another iab was prepped and inserted without incident. There was no reported pt death or injury. Medical/surgical intervention was not required. It is "unk" if there was a delay in therapy. The pt's outcome is "unk".

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.